Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -3.5 diopter was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same size lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent/deformed to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).